Manufacturer narrative:
Upon receipt the lead was returned severed 128mm from the terminal pin. The proximal segment of the lead was returned. Blood/body fluid was noted in the terminal assembly. The lead passed electrical testing. Laboratory analysis could not confirm the reported observations based on the segment of the lead returned.

Event description:
Boston scientific received information that noise and oversensing was noted on the right atrial (ra) lead following the device change out in 2011. The noise was seen with the newly implanted implantable cardioverter defibrillator (ICD) and original right atrial (ra) lead. During a check it was not possible to reproduce noise and sensitivity was decreased and at another follow up sensitivity was once again decreased. The pace impedance measurements appears stable. Subsequently the ICD and ra lead were explanted and returned for analysis. No adverse patient effects were reported.